Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 600mg/dl. The customer states the device had powered off and they were not aware of it. The customer declined to troubleshoot and does not believe the pump was malfunctioning. The customer attributes the pump powering off to lack of training on the pump. The customer would monitor device and contact trainer.